Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to d4, h4. An olympus technician visited the site and evaluated the device. During inspection, olympus confirmed the reported event of camera head not recognized temporarily and only test image present. During the evaluation, it was also noted that the connection socket shows loose contact and the phenomenon improved after the video connector was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a faulty video connector. However, the cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported the connection socket shows loose contact and the camera head is temporarily not recognized. Only the test image is present. The reported malfunction was found while preparing for use. There were no reports of patient or user harm associated with this event. This report is being submitted for the reportable malfunctions of camera head temporarily not recognized and only test image present.

Manufacturer narrative:
An olympus technician is expected to visit the customer site to inspect the subject device. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.